Manufacturer narrative:
Determination of root cause: assessment: two single-use cassettes were returned and visually inspected. The admin line on one cassette was not connected to the housing. The second cassette functioned per spec. Conclusion: the silicone tubing minimal housing barb indentation suggests that the tubing was never fully seated onto the barb. When the tubing was fully seating onto the barb, the cassette functioned successfully.

Event description:
The facility reported they were unable to tune the handpiece, and needed to cancel a case. It appears the cassette tubing burst during surgery. This case was completed without pt impact, but the next case was cancelled. No add'l info is expected.